Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced a low blood glucose event with a continuous glucose monitor reading of 53 mg/dl while using an ilet system, after announcing breakfast and coffee and then performing yard work; the user treated with oral carbohydrates and later overtreated the hypoglycemia. Symptoms included hypoglycemia. Outcomes included an urgent low glucose event that resolved with oral carbohydrate treatment. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction, with physical activity following meal announcement identified as a likely contributor and user overtreatment documented. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.